Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, it was noted that the rv lead exhibited high pacing impedance and failure to capture. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.